Event description:
It was reported that the intraocular lens (iol) was explanted from the left eye due to the patient experiencing night glare and not getting reading vision. Another johnson and johnson iol (different model dib00, different diopter of +14.5) was implanted as replacement. There was no patient injury and no medical or surgical intervention was required. The patient's visual acuity post-operatively is 20/25. The iol was discarded. No further information is available.

Manufacturer narrative:
Weight, ethnicity: unknown; information was requested but not provided. Date of event: unknown; information was requested but not provided. The best estimate date is between oct 21, 2021 and dec 28, 2021. The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.